Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, after multiple passes were made using the sep8 with an indigo system aspiration catheter 8 (cat8), the tip and bulb of the sep8 broke off inside of the cat8. The physician did not mention feeling any resistance while using the sep8 within the cat8. Thereafter, the physician turned on aspiration and aspirated the sep8 tip and bulb out of the cat8. The procedure was then completed using the same cat8 and a new sep8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was thrown out.